Manufacturer narrative:
The pump will be attempted to be returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 55 year-old male patient presenting with acute decompensated chronic cardiomyopathy. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was noted to be on vasopressors and inotropes for hemodynamic support. On day 28 of support, suction events were reported. Repositioning of the device was attempted; however, during the repositioning, the catheter was kinked by the physician. Despite repositioning efforts, suction events persisted, and the device was unable to achieve flows above performance level 6, with suction occurring at performance level 7. Blood volume was administered to address low pump flows. Evaluation of waveforms demonstrated some dampening of the aortic waveform compared to the arterial line, while all other waveforms were within normal limits. Echocardiographic imaging confirmed the device to be in an optimal position on multiple views, with adequate left ventricular volume observed. Central venous pressure was reported at 14 millimeters of mercury. While on support, the impella 5.5 device was operating at performance level 6 with expected flows of 3.7 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on impella support with no additional adverse events reported.

Manufacturer narrative:
B5: added additional information regarding patient outcome. D6b: added device explant date.

Event description:
The patient survived explant.